Manufacturer narrative:
Patient code 2199 - not applicable in initial MDR. Reporter stated unable to load lens and no patient contact. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial, with clear surgical residue on the product. Visual inspection found residue on the lens and no visible damage to the lens. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a cc4204a, +22.00 diopter, intraocular lens malfunctioned. It was reported that there were no complications and no sutures. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.